Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not working properly with the battery. It is unknown under which circumstances the issue was discovered or if there was any patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit is not working properly with the battery. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge service territory manager (stm) that encountered the issue determined that the device shuts down before starting the therapy while the device is using the battery. It has been determined that it failed to initiate therapy, causing the device to shut down. The battery that has expired in the reported problem is removed and used from a single battery. The device is suitable for use from a single battery. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.